Event description:
It was reported that during a da vinci-assisted inguinal hernia (unilateral) procedure, the surgeon noticed force bipolar instrument became unhinged. The force bipolar instrument was not grasping tissue and no tissue was removed due to this event. There was no bleeding or fragment fall due to this complication. An instrument release kit (irk) was not used to remove the instrument. A back-up instrument was installed to continue the procedure to completion with no reported injury.

Manufacturer narrative:
Intuitive has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported event. The instrument was found to have a dislodged conductor wire at the distal end affecting the jaw¿s ability to open and close; this caused the jaws to appear unhinged. The conductor wire insulation was damaged, but no sign of thermal damage was observed. System logs for the reported procedure date show no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Logs for the force bipolar instrument showed it was last used on (B)(6) 2023 during this event, with one use remaining. There is no indication that the instrument was used in subsequent procedures.